Event description:
During a remote follow up, a high morphology match score was observed. Technical support was contacted for reprogramming suggestions. Technical support recommended not to reprogram as the device was performing well. No intervention has been performed and the patient was stable and will continue being monitored.